Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A field engineer reported on behalf of the customer that on (B)(6) 2018, the 00mlx 300w xenon lightsource, sparks was seen coming out of the back of the unit and it would not turn on. Additional information received on 12jul2018 indicating that the patient was prepped for surgery and caused approximately three-minute delay while a replacement of device was located. There was no patient impact due to surgery delay.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation, therefore the failure mode was confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection of the returned unit found customer label, there was no visible, physical damage. Functional testing found that the unit did not power on, and that the power supply has a clown chip that did not ignite the lamp. The mirror is cracked, top trim has a broken tab and the attenuator switch is grinding and not returning. The reported complaint was confirmed.

Event description:
N/a.